Event description:
The bathlift was used by the customer in the bath tub. The bathlift operated correctly lowering into the tub by depressing the down button on the hand control. When required to rise up out of the tub through operation of the up button on the hand control the bathlift would not operate. The customer was able to get out of the bath tub and no injuries were reported as a result of the failure. The handset has currently been recalled.